Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.